Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the debakey forceps instrument to perform failure analysis (fa). The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The broken cable with the crimp was not returned with the instrument. An additional observation not related to the customer reported complaint is that the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a assisted da-vinci mitral valve repair surgical procedure, a debakey forceps instrument had a rupture in the steel cable. The procedure was completed with no reported injury.